Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 09/22/22 with MFR# 3004753838-2022-176018. The ack2 was received on 09/22/22 by cdrh with coreid: (B)(4). Per esg/cdrh email on 9/30/2022, ¿the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of october 28, 2022, the issue has not been resolved. As per esg/cdrh email on 10/28/2022, we should now resubmit this MDR.